Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, reddish display, and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The bolus button cover was observed to be detached. The battery compartment was observed to be cracked below the finger pad and the cartridge and battery caps were not returned with the product; a test battery cap was used to verify testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.